Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had high, out of range, hv lead impedance. A patient notifier was received. Programming changes were recommended. The impedance remind consistently high when can was involved in vector. A dft was not opted for as the patient was quite large and he thought the can would require being involved to better direct shock energy. It was also noted that while the doctor was using diathermy in pocket, it caused pacing inhibition when blade/pen touched the can whilst actively using the diathermy. The device was explanted and replaced and the abnormal hvli issue was resolved. Patient is stable.

Event description:
New information notes that during the generator change there was oversensing of electrocautery causing inhibition of pacing in voo mode. The new ICD tested normally. It was also noted that this device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.

Manufacturer narrative:
The reported field event of high impedance was confirmed in the laboratory and was mostly caused by an anomalous transistor. The device was tested on the bench and using automated testing equipment and no anomalies were found. The programmed parameters upon receipt had the pacing mode set to off during noise events. This setting would cause pacing inhibition during noise events when a diathermy probe touches the can.